Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was not completed because no lot number was provided. Because the device was not returned no investigation could be completed. This report will be updated if the device is made available to mmdg for evaluation.

Event description:
The initial reporter stated that they had an issue with air bubbles in the administration set. They stated that there was "loss of fluid" from the filter and that it would fill with air. Mmdg did follow up with the initial reporter who did not report any adverse effects due to the complaint, but they also did not provide further information about the complaint. [Complaint-(B)(4)].